Manufacturer narrative:
Product ID 3550-29, product type accessory. (B)(4) - final device analysis of the implantalble neurostimulator (ins) found no anomalies. Final device analysis of the boot found no anomalies.

Event description:
It was reported that the implantable neurostimulator (ins) was explanted due to issues with battery location in left buttock region. It was stated that the patient requested the removal for repositioning on the right. It was noted that the patient recovered without sequelae. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
(B)(4).